Manufacturer narrative:
The reported event was confirmed as use related. Per visual evaluation, the sample was evaluated and the catheter was found broken at the shaft. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions were evident on the sample. The evaluation concluded that the cut most likely resulted from user related and did not occur as a result of any manufacturing process related cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients (1) patients with delirium who might pull out the catheter (when patients tugs at catheter unconsciously, the bladder and urethra may be damage)" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke on the 8th day of placement. The broken piece invaded the urethra, and was removed by a ureteroscopy. The user noted that there is a possibility that the catheter was pulled on by the patient.